Event description:
It was reported by the affiliate that the (1) 355ld was used during an unknown procedure. It was reported that the gasket tore. The case was completed with another device and there was no consequence to the pt.